Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The stent was dislodged from balloon delivery system while pulling back into the guideliner. While pulling out the entire system (wire, des, guide liner) the dislodged stent was caught in the radial artery and would not advance into the sheath. The decision was then made to deploy the stent in the radial artery. The device lot number and details were not available.

Manufacturer narrative:
Combination product: yes. Only the product name (i.e. No size, no lot, no ref) and an event description were provided. No event date was reported. The complaint instrument was not returned. Therefore, no complaint investigation could be performed.